Event description:
Caller reported the inform system gave blood glucose results of 94 mg/dl at 0503 and 109 mg/dl at 0505. The staff didn't believe these results based on the patient's condition. However, they didn't treat the patient or verify the results. At 0658, lab sample drawn at 0430 was reported as 18 mg/dl, inform system result at 0700 was 24 mg/dl. "The patient was given glucose and began to come out of their stupor". A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the system is not displaying an image. No patient injury was reported.